Event description:
It was reported that one day post artificial urinary sphincter (aus) implant surgery the patient experienced urinary retention. An intermittent catheter was used to solve the issue. There was no additional patient complication reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. B5: describe event or problem was updated.

Event description:
It was reported that, one day following implant of this artificial urinary sphincter (aus), the patient experienced urinary retention. Bactrim and an intermittent catheter were used and the event was classified as resolved after a month. A total of three catherizations were needed and the medical staff felt it was likely due to post-operative swelling. One month post-implant, the patient was diagnosed with a scrotal fungal infection/jock itch; nystatin powder was prescribed and the event was classified as resolved after three months. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. B5: describe event or problem, h6: patient and impact codes were updated.

Event description:
It was reported that one day post artificial urinary sphincter (aus) implant surgery the patient experienced urinary retention. Bactrim and an intermittent catheter was used and the event was classified as resolved after a month. A total of three catherization were needed and the medical staff felt it was likely due to post operative swelling. One moth after the implant surgery the patient was diagnosed with a scrotal fungal infection/jock itch therefore, nystatin powder was used as medication to treat the event. No further patient complications were reported.